Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation. Additionally, no data transmission occurred, the bending section cover adhesive was peeling and the insertion tube had an abnormal bend and had dents that affected the internal elements. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, there was no image (unable to restore) when using the evis exera iii bronchovideoscope during preparation for use for unknown diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.